Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering formula during the patients feeding. Mmdg did follow up with the initial reporter who stated that the pump did not alarm. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint(B)(4).

Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it had a damaged roller, which caused the pump to under infuse, however, it did deliver within the volumetric range that mmd would consider not reportable. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering formula during the patients feeding. Mmdg did follow up with the initial reporter who stated that the pump did not alarm. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [(B)(4)].